Event description:
A patient had a PICC placed for IV infusions. A chest x-ray was obtained post PICC placement prior to initiating IV infusions but was erroneously interpreted as being in the superior vena cava by the attending physician. The radiologist correctly interpreted the placement as being in the right ventricle however the radiologist forgot to call the attending physician as per protocol. The radiologist had no idea that a PICC line could erode through major organs. If the radiologist had known, awareness to call the attending physician might have been heightened. Four days post PICC placement, the patient began deteriorating and ended up being coded. The patient did not survive the resuscitation attempt. Initially the patient was thought to have developed sepsis however an autopsy report revealed death was due to pericardial tamponade secondary to perforation of the right ventricle following placement of the PICC. Age was a significant contributing condition also noted in the autopsy.